Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer required 3rd party assistance due to bg level. 3rd party gave customer a shot of insulin and water to address bg level, and continued to use the pump for insulin therapy.